Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the lens developed glistenings. There was no reported pt harm. Additional info is not expected.

Manufacturer narrative:
Eval summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The surgeon was unwilling to provide further info. (B)(4).